Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. The customer stated that there was no patient involvement. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know what this error code means. I explain to the customer that its a software error code. I also explain to the customer that he needed to re flash the 8015. Customer said ok and ended the call.